Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had swelling at the ipg pocket site and at the midline incision with fluid drained from the area. The physician opened the ipg pocket site to explore and took a culture and closed the incision. The physician will continue to monitor and wait for results of culture. It is unknown if patient is taking any medication. There was no effect on therapy.

Event description:
Follow up information indicated the result of the culture was negative. The patient's issue has resolved.